Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the procedural training manual, the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. The patient¿s access vessel mld was reported to measure 5.8mm with moderate calcification and severe tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements with moderate calcification and severe tortuosity) likely contributed to the iliac artery dissection. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, the digital subtraction angiography (dsa) showed a defect in the distal of the right external iliac artery upon removal of the 16fr esheath. The surgeon pointed out that it was an intimal flap, which was surgically repaired. The access vessel minimum luminal diameter (mld) measured 5.8 mm in the right external iliac artery with moderate calcification and severe tortuosity. There was severe tortuosity in the abdominal aorta.